Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A history review of serial number (B)(4) showed three similar complaints from this serial number. The previous complaint evaluations for this serial number ((B)(4)) were: unconfirmed, as the failure could not be reproduced. (Reference: MDR number 3006260740- 2019-01929). Confirmed, root cause is internal failure (reference: MDR number 3006260740- 2020-00247) unconfirmed, as the failure could not be reproduced. (Reference: MDR number 3006260740-2020-01964).

Event description:
Per tm - unit had self-keying and snowing image. Customer wiggled the cable and it went away.